Event description:
I had laparoscopic surgery for bi-inguinal hernia on (B)(6) 2017. The day after surgery we noticed that the right and more prominent hernia had a mesh failure. We called the surgeon's office on (B)(6) and the doctor who performed the surgery was unavailable. We were connected to another doctor in the same group who examined me that same day and concluded a mesh failure. We were instructed to schedule another surgery for a revision. The second surgery took place on (B)(6) and was done direct with scalpel and hand sewn.